Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
Note: this report pertains to one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when they closed their hands, the clip would not deploy. They retracted the device and tried again, but it did not work. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when they closed their hands, the clip would not deploy. They retracted the device and tried again, but it did not work. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h11: investigation results: the returned resolution clip device was analyzed, and during visual inspection it was found that the device was returned with the clip assembly attached and was able to perform a full deployment without any issues. No other problems with the device were noted. The reported event of clip would not deploy was not confirmed. The device was returned fully deployed. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.